Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the door not fully latched alarm. Eval found the alarm to be caused by a loose link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported there was no pt involvement.